Event description:
During a procedure when the model- transend 135 cm guidewire was inserted into the catheter, the coating was found to be abnormal. The product is not available for evaluation, but some products form the same lot will be sent for evaluation. No complication with the pt was reported.